Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. [(B) (4)] endoleak is a known risk of the procedure. Unknown if patient's anatomy met criteria for indications for use.

Event description:
Patient presented with proximal neck measuring 24-28-23mm over 3cm length; had implant of a 28-16-120bl bifurcated device and a 34-34-80le infrarenal proximal extension. After post-dilatation ballooning, there was an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. A palmaz stent was placed. At the close of the procedure, there was still a slight blush that will be monitored at 30 days.